Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer reported the tampons fell apart leaving pieces inside her. She experienced yeast infections and sought medical treatment.